Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient encounter was not populating. A technical support specialist (tss) verified with the customer that the given patient identification had three entries with different encounters. The tss confirmed that the customer does not have permission to visit reconciliation and the admit discharge transfer (adt) team tried to send update, transfer or discharge message, but it does not work. The tss then guided the customer to perform a discharge for all other entry and update the unit, the patient showed but the order did not come through. The problem was ultimately resolved by the adt team through readmitting the patient. The system functioned as intended after the technical support specialist assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was not appearing in pyxis for nursing to pull medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.